Event description:
Patient complaint of pain. It is believed that the pain may be associated with an open reduction internal fixation (orif) surgery, at which time patient was implanted with suspect devices, to remedy multiple femur fractures after automobile accident in 2004. The exact implant date and hospital is not known. The hardware from the initial procedure was removed on (B)(6) 2013. This is report 3 of 3 for complaint 61638.

Manufacturer narrative:
Device is used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Unknown implant date in the year 2004.